Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, ichorrhemia occurred. In (B)(6) 2014, the patient died.

Event description:
(B)(4) clinical study. It was reported that coronary artery dissection occurred. In (B)(6) 2014, the patient presented with acute myocardial infarction (ami) and percutaneous coronary intervention (pci) was performed. The 40mm x 2.5mm, new, concentric, type c, diffused with more than 2cm in length and 99% stenosed target lesion contained in a <=45 degree bend and timi 3 flow, was located in the severely calcified mid and proximal left anterior descending (lad) artery. It was treated with predilatation and placement of a 2.25x24mm promus premier¿ stent at 12 atmospheres in the proximal lad and 2.25x16mm promus premier¿ stent in the mid lad. Following stent placement, coronary artery dissection was observed in proximal lad. Post procedure, timi flow 3 was restored and residual stenosis was visually confirmed as 0%. The event was considered resolved.

Manufacturer narrative:
(B)(4). Device is a combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).